Event description:
It was reported during sedation for a therapeutic electrosurgical resection procedure of uterine fibroids, the subject device had a fractured electrosurgical cable. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h6, h11. The device was returned to the regional service center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a crack on the sheath at the root of the straight plug at one end. Based on the investigation results, the cause was traced to an electrosurgical cable failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.